Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The patient's mother reported the patient was admitted to hospital with hyperglycemia as a result of an occlusion. They have been experiencing an issue with occlusions for 3 months, the mother stated. In hospital, the patient was treated with rapid acting insulin by the medical team. At the time of the event report, the patient was still in hospital.